Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was explanted and replaced.

Event description:
It was confirmed the ipg reached its end of life. Therefore, the ipg is not liable.